Event description:
It was reported that the bd vacutainer® k2e 10.8mg plus blood collection tube experienced a breach in sterility noted prior to use. The following information was provided by the initial reporter: missing vacutainer on top. The stopper is missing from the cap assembly.

Manufacturer narrative:
Investigation: investigation summary: bd had received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for improper assembly with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples and photos, the customer¿s indicated failure mode for improper assembly with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® k2e 10.8mg plus blood collection tube experienced a breach in sterility noted prior to use. The following information was provided by the initial reporter: missing vacutainer on top. The stopper is missing from the cap assembly.